Manufacturer narrative:
Invacare is filing this medwatch in an abundance of caution due to the severity of the outcome. An invacare lawyer and expert examined the subject wheelchair on 2/10/2020. The expert for the patient's lawyer said incident was related to the (easy lock) bolt falling out before the auto accident. Invacare did not design or install the easy lock system. Should additional information become available, a supplemental record will be filed.

Event description:
Invacare received a letter from an attorney advising that the end-user was severely injured in an automobile accident that occurred on (B)(6) 2019. Her vehicle hit a pole head-on when her wheelchair disengaged from a non-invacare locking system as she was driving. As a result of the accident, the end user suffered serious injuries, including bilateral ankle fractures, a femur fracture that required surgery, bilateral clavicle fractures and other on-going injuries that require extensive medical care.